Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implants were discarded at the hospital.

Event description:
It was reported to globus that a patient underwent surgery to replace two broken revere rods which broke at l2-l3. This was a t-10 - s1 non union revision. Revision surgery took place (B)(6) 2014.